Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up remotely. Upon review of the remote transmission, the implantable cardioverter-defibrillator exhibited firmware reset. The firmware was reloaded. There were no patient consequences.